Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to a high blood glucose on (B)(6) 2017. The customer reported the transmitter having multiple lost signals. The blood glucose value at the time of admission 682 mg/dl. The customer had symptoms of weakness and chest pains. The customer treated for the high blood glucose level with insulin pump bolus and fluid drip injection. The customer was wearing the pump at the time of the hospitalization. The customer¿s blood glucose level was 600 mg/dl at the time of the incident. The customers current blood glucose level was 136 mg/dl. The customer states the high blood glucose began on (B)(6) 2017. The customer declined troubleshooting for the high blood glucose level and the transmitter. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.